Event description:
The customer reported that the insulin was shooting out and the insulin pump alarmed. The blood glucose reading was 77mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received in with a loose/flush drive support disk. The device was also received in with unresponsive button due to a flattened dome switch. A cracked case, scratched lcd window and broken belt clip slot noted. No moisture observed at the electronic or motor assemblies during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.